Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary ==> according to the information received, "continuous excess air bubbles observed." No additional information could be provided. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found signs of usage on the overall device surface. The tip, handle, shaft and plug did not show any signs of damage. A functional test was performed by activation of the device, the device was connected to a test generator, and a test footswitch was used too. The ablation function and the coagulation function were activated several times in their maximum power for one minute each test, and they worked as intended for all the buttons and for footswitch activation. However, even though the ablation test worked, an excess of bubbles was observed during its activation. The device will be sent to the manufacturer for further testing. The supplier performed an evaluation with the following results: device was not received in its original packaging, only in a bag. The tip was used and there was tissue debris inside the active tip. Scratches were visible on ceramic and return tube. The handle, cable and plug were used, with procedural residue visible in suction tube. Additionally, the slider valve surface had discoloration (grey) that contrasted with the original black valve. It was confirmed that there were no ncrs or deviances recorded during the manufacturing process. The customer reported that ¿continuous excess air bubbles observed.¿ visual inspection revealed the presence of procedural debris in the suction ports. The device passed all electrical tests but failed to achieve the required flow rate before and after activation indicating the device is blocked internally. The device handle was opened to inspect the internal components. Discoloration was noticed on the slider only. This color change would not affect the functionality of the component and would not be related to the suction issue of the original complaint. It is not known what the cause of this color change is but may be related to material impurity and then propagates via decontamination post clinical procedure. The slider used for suction was initially restricted and not able to move full to the rear position, but this remedied itself on opening of the handle. It would be difficult to find a root cause for the suction slider being restricted internally due to this restriction would not be the cause of the complaint, as the flow rate tests are conducted with the slider fully forward (open). The suction tube was loose on the attaching spigot within the handle and detached once the handle was opened. This may have been an initiating cause of the blocked suction due to being unable to create a vacuum within the suction path. A potential root cause for the suction failing could be that the device was pulled with sufficient force during the procedure that the suction tube may have pulled from the device components, but we were unable to prove this. Visual inspection of the suction ports and path revealed the presence of procedural debris. The suction failure was further investigated by conducting a positive and negative pressure test, however the blockage remained and a flow rate test confirmed this (13 ml/min). The customer complaint report of there being excess air bubbles can be substantiated, as the customer is expecting a non-blocked device and the level of bubbles would be considered to be high. The overall complaint was confirmed as the observed condition of vapr tripolar 90 suction elect would have contributed to the complained issue. Based on the investigation findings, the potential cause for the continuous excess air bubbles observed is traced to presence of procedural debris in the suction ports. As per the instructions for use (IFU); 1) inspect the active tip of the electrode for any damage after all faults. If the active tip is loose or dislodged, insert a new electrode. Do not allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. 2) electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified.

Event description:
It was reported that during a rotator cuff repair surgical procedure, while using the vapr tripolar 90 suction elect device continuous excessive air bubbles were observed. It was reported that there was a 2-minute delay in the procedure due to the event, and the procedure was successfully completed. During in-house engineering evaluation it was observed that device failed to achieve the required flow rate before and after activation indicating the device is blocked internally, and the suction tube was loose on the attaching spigot within the handle and detached once the handle was opened. There were no reported adverse consequences to the patient. No additional information could be provided.